Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated there was no adverse effect to the pt, due to the reported malfunction complainant indicated that after replacing the battery during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp. Has not received the device for eval, and this complaint is still under investigation.